Manufacturer narrative:
It was reported that the event occurred during a procedure, however, the event did not affect the pt or the procedure in any adverse way. No pt info was provided. There is no expiration date for this product. Evaluation summary: the cause of the elbow cover falling was reportedly due to the user impacting the cover with a surgical light. The elbow cover has been replaced and the device returned to service. There was no report of adverse consequence to the pt or user. This is not a single use device.

Event description:
(B)(4). It was reported that during a procedure a light head hit the elbow cover of the flat panel suspension which caused the elbow cover to allegedly fall off. There was no delay or adverse consequences to the pt reported.